Event description:
During use of the device for endoscopic saphenous vein harvesting, the user observed more bleeding from the vessel branches than expected. The harvested vessel remained suitable for use as a coronary artery bypass graft. There were no reported adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded.